Event description:
Related manufacturer reference number: 2017865-2023-05185. It was reported the patient presented to the emergency room with pain and swelling in the left arm caused by a thromboembolism. It was suspected the atrial and right ventricular leads were related to the thromboembolism. The patient was given medication to alleviate the symptoms. The patient was in stable condition.